Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image that was not clear. The issue was found during a therapeutic lap chole procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had an image that was not clear. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.